Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient experienced hemolysis. Approximately six months later, a sudden elevation of power consumption was noted. No additional information was provided.

Manufacturer narrative:
The patient remains ongoing and continues on lvad support. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
A correlation between the lvad and the reported hemolysis and pump power elevations could not be conclusively determined as the device was not returned for analysis and remains in use; however, the instructions for use list hemolysis as an adverse event that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.